Event description:
A (B)(6) female patient had celect vena cava filter placed elsewhere. A chest x-ray obtained at the institution of placement revealed a fragment in the lung and subsequently a CT scan at the reporting facility indicated a metallic density linear structure in right lower lung pulmonary artery consistent with embolized ivc filter fragment. Inferior venacavogram performed with attempted removal of the inferior vena cava filter which demonstrated a severely tilted celect cook filter. One of the four limbs was missing and a broken second limb with part of the limb in the interior vena cava wall. Attempts were made with snare, wires, loops to engage the crotch of the filter. A small biopsy forcep attempted engagement of the top of the filter. All of the attempts failed. The filter was still intact and was as it was before attempting removal. It was elected to leave the filter in place. Patient outcome was requested but not provided.

Manufacturer narrative:
Expiration date is unknown. Implant date is unknown as information was not provided by reporter. (B)(4): unknown as lot number was not provided by reporter. The investigation is in progress.